Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site since the implant. As a result, patient underwent surgical intervention on (B)(6) 2020 where in the ipg pocket site was revised and made deeper, resolving the issue.